Event description:
It was reported that the internal batteries in the device are completely discharged and the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.